Event description:
The customer reported to olympus, the light source experienced scope communication error codes b30 and e216. The issue was found during a diagnostic colonoscopy procedure. The procedure was delayed so the device could be assessed and cleaned. The issue was fixed by removing the scope and reinserting it into the device. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: b30 error¿ is a scope communication error, and it is presumed that the contact point is faulty because the issue was able to be fixed by removing the scope and reinserting it into the device. Olympus will continue to monitor field performance for this device.